Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system alarm during seating the force sensor did not detect the reservoir. The customer¿s blood glucose level was 223 mg/dl. The customer stated that the drive support cap was normal. Customer was advised to the insulin pump will need to be replaced. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.